Event description:
On removal of cannula, it was noticed that 3-4cm of cannula was still in patients' artery. Patient required surgical procedure to remove. 2nd time in several week that this has occurred. Both cannula's were placed using ultrasound and the needle was not resheathed. Witnessed by consultant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and 2 samples submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the samples. Analysis of the samples showed the catheter to be broken. A clean-cut was observed on the part off surface on the tubing on the catheter housing end. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Based on a simulation performed at the manufacturing plant, the defect might have been caused by a sharp object such as scissors. The instructions for use (IFU) state scissors are not to be used at or near the insertion site. However, it is unknown how the sample was used. Therefore, the root cause of the customer¿s experience could not be established based on the above investigation.